Event description:
Pursuant to info received from the physician, the pt was implanted with saline on 6/11/96, subsequently it was noted that the pt had developed an infection and cellulitis and post surgery leakage of the left prosthesis and removed the device on 7/3/96. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.